Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was not pumping, console was swapped out to continue treatment with no issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the reported issue. The fse successfully completed a simulated treatment with trainer and testing catheter without issue. The fse also stated the unit was found with both batteries fully drained. The fse charged both batteries while completing function checks and paperwork onsite. Also, the fse identified "d ¿iab catheter restriction¿ logged in the system" and nothing else unusual identified in the logs. The unit was calibrated and passed all functional and safety tests per factory specifications. The unit was then returned to the customer and cleared for clinical use.